Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker potentially reverted into safety mode. No adverse patient effects were reported. This pacemaker remains in service.